Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿infusion set expired¿ message, disconnected from the pump, and later encountered repeated ¿unable to proceed¿ errors during supply change despite a successful dry run, consistent with a device problem related to complete blockage associated with the tube; the user reverted to backup therapy and a sensor in use was dexcom g7 with contact detach infusion set. Symptoms included no clinical signs, symptoms, or conditions, and the user reported a blood glucose of 145 with no adverse events. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, aligning with a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.